Event description:
Procedure type: vats. Reportedly when the stapler was applied it cut but the staples did not form at all. The procedure was converted to a thoracotomy. The patient was sent to recovery and was not doing well after the procedure but survived.